Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. During visual/ microscopic inspection it was noted that the distal catheter was kinked. During functional inspection it was noted that the balloon was inflated without any issues. No leaks were noted. The inflated balloon was examined under 50x magnification and it was noted that the balloon catheter tip was kinked. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. During inspection of the returned device the balloon was inflated without issues and no leaks were noted. The distal catheter was kinked which may have contributed to the reported event. An assignable cause of not confirmed will be assigned to the reported balloon failed to inflate and balloon leaked during use. An assignable cause of procedural factors will be assigned to the analyzed balloon catheter kinked/bent and balloon catheter tip kinked/bent, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during stent implantation procedure, pre-stent placement balloon angioplasty was performed for severely stenotic and calcified mca (middle cerebral artery). While performing balloon dilatation after advancement of the subject balloon over the guidewire to the lesion, the balloon could not be dilated. During that time the tip of the guidewire was distally located in relation to the tip of the balloon catheter. So, the operator withdrew the subject balloon and the guidewire outside side the patient¿s anatomy and found that the subject balloon was leaked, and the guidewire was kinked distally. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during stent implantation procedure, pre-stent placement balloon angioplasty was performed for severely stenotic and calcified mca (middle cerebral artery). While performing balloon dilatation after advancement of the subject balloon over the guidewire to the lesion, the balloon could not be dilated. During that time the tip of the guidewire was distally located in relation to the tip of the balloon catheter. So, the operator withdrew the subject balloon and the guidewire outside side the patient¿s anatomy and found that the subject balloon was leaked, and the guidewire was kinked distally. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.